Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the paddle of the recharger (rtm) was getting really hot, the plastic of rtm was wearing thin, and pt couldn't charge the implant. Pt said the issue started a few weeks ago, and they talked to a rep about 2, maybe 3 weeks ago and rep said they were going to have an rtm sent to pt, but pt hadn't gotten one. Pt said now their implant was dead and their back was killing them. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the recharger product ID 97755 , serial# (B)(6) found the cable insulation is pulled out from the donut and wires are exposed and broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.